Manufacturer narrative:
During an aneurysm coil embolization in the vertebral artery that was no calcified and mildly tortuous the ultipaq ((B)(4)) could not be detached although the detachment button was pressed for several times using the connecting cable ((B)(4), complaint product). While the ultipaq was being repositioned, it accidently detached. The microcoil was pushed into the target aneurysm using the dpu and safely placed. Afterwards, the same thing happened with a presidio ((B)(4)). Therefore, the cable was replaced with a new one ((B)(4)/lot unknown) and the procedure was completed with no further issues. It is unknown how many coils were successfully detached using the same cable before the complaint products. An echelon 10 microcatheter was used do deliver the coils. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. No additional information is available.

Event description:
Per received report: the procedure was coil embolisation of vertebral artery that was not calcified and mildly tortuous. During the procedure, an ultipaq (cfs100408-30/j10037, complaint product) would not be detached although pressing the detachment button for several times using a cable (ecb000182-00 / f71362, complaint product). While the physician was repositioning the ultipaq, the microcoil accidentally detached. The microcoil was pushed into the target aneurysm using the dpu and safely placed. Afterwards, the same thing happened with a presidio (pc4100626-30/j10430, complaint product) again. Therefore, the physician replaced the cable with a new one (ecb000182-00, details unknown) and the procedure was completed with no further issues. It is unknown how many coils were successfully detached using the same cable before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event.

Manufacturer narrative:
During an aneurysm coil embolization in the vertebral artery that was no calcified and mildly tortuous the ultipaq (cfs100408-30/j10037) could not be detached although the detachment button was pressed for several times using the connecting cable (ecb000182-00 / f71362, complaint product). While the ultipaq was being repositioned, it accidently detached. The microcoil was pushed into the target aneurysm using the dpu and safely placed. Afterwards, the same thing happened with a presidio (pc4100626-30/j10430). Therefore, the cable was replaced with a new one (ecb000182-00/lot unknown) and the procedure was completed with no further issues. Analysis of the returned presidio found that the coil was still attached to the dpu and with follow-up investigation it was reported that "the same thing happened with the presidio" meaning that the coil failed to detach, but there is no way to determine whether or not the coil has been detached. Also it is unknown if there was any stretching or damage to the coil occurred during the removal. It is unknown how many coils were successfully detached using the same cable before the complaint products. An echelon 10 microcatheter was used do deliver the coils. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. No additional information is available. As reported the coil remains implanted. With functional testing the returned ultipaq device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted as designed. The coil was implanted; therefore, the root cause of the coils nondetachment followed by an unintended detachment cannot be determined. It should be noted that the coil was still being repositioned inside the aneurysm after the detachment button was pressed multiple times. In addition, without the return of the detachment control box (dcb) and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. However, the reported information stated that after the 2 failures to detach "the cable was replaced with a new one (ecb000182-00/lot unknown) and the procedure was completed with no further issues." Additionally the returned cable passed electrical functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 2954740-2012-00504 and 2954740-2012-00505. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.